Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic), exposed to moisture, unknown pump alert. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed. The customer reported a blank display. Battery cap contacts and battery compartment and/or springs are not damaged. The display did not return after inserting a new battery. Customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. No harm requiring medical intervention was reported. Mmt-1880 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to download history files and traces using thump due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1, j7 connector / pcba 2 / force sensor / motor / harness assembly vibrator]. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Unable to verify alleged e/a alarm unspecified due to blank display. Blank display was confirmed during analysis due to severe moisture damage on the [pcba 1, j7 connector]. Moisture exposure confirmed on the [pcba 1, j7 connector / pcba 2 / force sensor / motor / harness assembly vibrator]. Alleged cosmetic damage was confirmed where scratched case, pillowing keypad overlay, corroded battery tube, cracked case, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Unable to download history files and traces using thump due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.